Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure resistance was met when the rx rocket dilatation catheter was advanced over another companys' guide wire. The rocket was removed from the guide wire and when wiping the guide wire, tip separation was revealed. The tip separation occurred prior to entering the pt. Reportedly no pt injury was associated with this event.